Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter are getting stuck when attempting to pull the needle out.

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter are getting stuck when attempting to pull the needle out.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter are getting stuck when attempting to pull the needle out.